Manufacturer narrative:
Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Manufacturer narrative:
Device evaluated by manufacturer: the initial condition of the console upon receipt found a customer label and tape adhesive on the cover, tape on front bezel and the void seal was broken. The console was tested using a foot pedal and a rotalink 1.75mm burr. The rotational speed in dynaglide mode fluctuates slightly within the range of 62 - 64 krpm; in turbine mode, the speed was set to and maintained 180 krpm and 190 krpm; the maximum turbine rotational speed reached was 227 krpm. A secondary finding of the maximum turbine pressure was high at 88 psi. This does not appear to affect console functionality and the internal gas/air regulator can be adjusted so that the pressure is within specification. The fiber optic receptacles are worn, so the fiber optic cables are retained, but minimal force is required to remove from receptacles. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is wear and tear given the age of the console. (B)(4).

Event description:
It was reported that during preventative maintenance unstable speed occurred. During a preventative maintenance inspection the rotation frequency was unstable during dynaglide mode. During testing the fiber optics cable connection was loose, therefore creating erratic/unstable speeds. No patient involvement occurred.

Event description:
It was reported that during preventative maintenance unstable speed occurred. During a preventative maintenance inspection the rotation frequency was unstable during dynaglide mode. During testing the fiber optics cable connection was loose, therefore creating erratic/unstable speeds. No patient involvement occurred.